Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4) . (UDI) and (510k) are unknown. No information provided to date. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed.the customer's stated problem was verified. The device displayed error 112. This error is in reference to the motor. When the error occurs this will stop the device and get stuck. The root cause of the reported issue was found to be due to an inoperable component. Actions were taken to mitigate the reported issue: motor was replaced.

Event description:
It was reported that the pump did not turn on despite trying different batteries; the pump would turn on, but then get stuck in setup menu. No patient injury was reported.